Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2951250-2016-01094: follow up information received on 13-oct-2016 from consumer via legal department:this report is considered legal case from this date forward. Essure was inserted on (B)(6) 2013 for permanent contraception. On or about (B)(6) 2015, the plaintiff saw her doctor and underwent a right salpingectomy and hysteroscopy. The essure device in her left fallopian tube migrated to the abdomen and broke into several pieces. In (B)(6) of 2016, she had another surgery to remove the remaining three pieces of the essure. Unfortunately, they were only able to recover one of the fragments at that time. She also had a left-sided salpingectomy on this day. She will likely have to undergo several more surgeries to remove pieces of the essure device still in her intestines. Company causality comment: this non-medically confirmed legal report (initially identified via FDA-hosted docket website) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant approx. 1 year after insertion (interpreted as device ineffective; outcome elective abortion). One year later, right coil was removed along with right fallopian tube, but left could not be located during surgery. CT scan showed left coil fragmented in three pieces and migrated out of fallopian tube / two in the fatty tissue around her small intestines, one in the wall of her colon(seen as device breakage and device migration). One year later, new surgery was performed to remove the broken fragments and perform salpingectomy left, but only one of the three fragments could be removed. Further surgeries were planned to remove the retained fragments. The initial event medical device removal was deleted after follow-up clarification. All events are serious due to medical significance and anticipated in the reference safety information for essure, except for device breakage which was considered anticipated upon receipt of product technical analysis. Non-serious events were also reported. Unintended pregnancy can occur with any contraceptive methods. For fallopian inserts the risk increases in case of tubal patency. Although it was not reported if tubal occlusion had been diagnostically confirmed, pregnancy is conservatively assessed as related to essure. Concerning the coil breakage and the migration, no alternative explanations or circumstances possibly triggering the breakage were mentioned, thus the causality is also conservatively assessed as related to essure. The case was categorized as incident due to the required interventions. A quality-safety assessment resulted in an unconfirmed quality defect, as no batch number or complaint sample were available. No active follow-up is pursued, further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0893, awareness date 29-aug-2015). It refers to a female consumer in on unspecified date in united states who had essure (fallopian tube occlusion insert) inserted in 2013. Additional information received on received on 20-sep-2015 (ptc investigation result). She received essure in the spring of 2013 after her doctor recommended this over a tubal ligation. She became pregnant in 2014. After an emotional roller coaster, her husband she decided to terminate the pregnancy. On an unspecified date, doctor removed her right fallopian tube and essure coil. He was unable to remove her left coil as it had migrated out of her left fallopian tube; he was unsuccessful in locating it. A CT scan was done in (B)(6) 2015 and showed that the coil had fragmented in 3 pieces; two in the fatty tissue around her small intestines and one in the wall of her colon. She is trying to find a surgeon who will remove these pieces from her. Symptoms that she suffered because or essure included: mental tog, short term memory loss, depression, severe abdominal bloat, excessive sweating, loss of energy, loss of libido, and unwanted pregnancy. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant. She decided to terminate the pregnancy. On an unspecified date doctor removed her right fallopian tube and essure coil (medical device removal), but he was unable to remove her left coil as it had migrated out of her lett fallopian tube / two in the fatty tissue around her small intestines, one in the wall of her colon (seen as device migration). It was also reported that a coil had fragmented into three pieces (seen as device breakage). All events, except for device breakage, are serious due to their medical importance and listed in the reference safety information for essure. Device breakage is non-serious and unlisted. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for essure removal was not specified. Also, the exact date and mechanism of device migration were not known. It was not known whether essure was in-situ during conception or not, thus the possibility of contraceptive failure cannot be totally excluded. Based on the nature of all events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events / lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.